Manufacturer narrative:
The reported event of the setscrew on the pacemaker could not be tightened was confirmed. Analysis revealed the user was incorrectly inserting the torque wrench into the inset of the setscrew on the pacemaker. The setscrew became stuck to the wrench tip due to the incorrect wrench insertions and it was pulled out of the pacemaker through the septum. The user then pushed the setscrew back into the pacemaker through the septum. The damaged setscrew and septum could not be re-used. No other anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the setscrew on the newly implanted pacemaker failed to tighten the right ventricular (rv) lead. The pacemaker was not installed and the procedure was completed using an alternate pacemaker on 25 jan 2023. The patient's condition was stable.